Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device.additional observations: observed, opening device in the radius side assessed as surgical damage like. Wear abrasion observed on the device. Creases observed on the device. Non penetrating nicks. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.6.b, d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.